Manufacturer narrative:
Returned product examination: one 80-2430, " .062" x 3" plate tack, threaded" (batch 440005) was returned; the device was returned broken with the tip fragment not present / not returned (cannot evaluate missing tip). Main body was examined under magnification. Plate tack main body exhibits breakage in drive feature. The fracture sits largely perpendicular to the device axis. Measurement of overall returned body length was taken: 2.5845 (units inches). No definitive conclusions can be made.

Event description:
It was reported: the plate tack broke off during removal. The broken fragment has been removed and is no longer inside the body. No delay reported the incident occurred during the primary surgery to insert the plate. Specifically, the tack broke while it was being removed after the plate had been secured and the screws were inserted.